Event description:
Patient tested blood glucose at 7 a.m. On suspect device and was 389 mg/dl. At 5 p.m., he tested again on suspect device and blood glucose was 371. His wife gave him 22 u of insulin and later that night the patient was required to be admitted to the hospital where he still remains. Patient had a low blood event and also suffers other medical conditions such as heart, bowel, and stroke problems.